Event description:
Provider states that both wheel locks have come apart and now piece are missing and the wheel locks no longer lock.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.